Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent response due to corroded keypad traces. No button error alarm. Insulin pump received with a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during a bolus delivery attempt. The customer's blood glucose level was 8.9 mmol/l. It was stated that the insulin pump was not exposed to moisture at all. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.